Manufacturer narrative:
The investigation into the reported events has been completed. The medical center did not return any impella products for benchtop analysis. Console logs from the reported day of event are consistent with one of described scenarios, and show persistent battery failure alarm while console is plugged into ac. The scenario where ¿console when turned on and unplugged alerts staff to plug in¿, is a normal behavior when operated on batteries only. There¿s no evidence of the aic being switched on and operated without ac either with or without battery alarm (as there were no alarms found within aic logs) on the day of reported event. Starting with aic boot-up, the battery failure alarm was no longer present. Battery data from (B)(6) 2023 shows no evidence of battery failure or battery cell imbalance. All available evidence is consistent with battery transport switch being disengaged on the day of reported event, and most likely being result of the staff being unfamiliar with operation of the device. The evaluation revealed that the cause of the issue was use related (operator did not disengage transport switch prior to using the console).

Event description:
The us complainant had an aic with a battery failure, red alarm, when plugged in by staff. The IFU will be followed and the aic returned and a backup controller will be used. There was no reported harm or injury.